Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 45639. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition; found defective main board and air bubble on the downstream occlusion (dso) seal. The event history log could not be downloaded due to error code when turned on. Functional testing was able to replicate the reported issue; error code 45639 occurred when turned on. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.